Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced al fall. The asymptomatic patient was pacer dependent. Upon interrogation, the right ventricular lead exhibited high capture threshold. The physician suspected of micodislodgement of the lead. Chest x-ray was performed and revealed the lead was still in position. The lead was repositioned.

Event description:
New information states that the patient did fine post operation. No problems were noted and the patient went home the next day.